Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer's reservoir had excessive air bubbles. The father reported the reservoir was not leaking and the insulin was at room temperature. The father also reported the customer was hospitalized twice in the past due to air bubbles in the reservoir. The father reported a hospitalization on (B)(6) 2016. The customer's blood glucose was 370 mg/dl at the time of incident. It was reported the customer was vomiting with moderate ketones at the time of incident. The father reported the customer was treated with water. Customer was wearing the insulin pump at the time of hospitalization. The father stated there were no air bubbles present in the reservoir at the time of the call. The father declined to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and performed pre-fill testing. The reservoir passed per inspection, and no air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.